Event description:
The customer contacted physio-control to report that their device does not deliver a shock when the shock button is pressed. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third party service agent observed an event code in the device's memory that is indicative of a failure of the device to deliver defibrillation therapy. The device's main keypad assembly was replaced to resolve the reported issue. Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to duplicate the reported issue. The service agent replaced the device's main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was not determined.

Event description:
The customer contacted physio-control to report that their device does not deliver a shock when the shock button is pressed. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.